Event description:
It was reported that on the remote transmission slight atrial lead impedance fluctuations were noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products 6947 implantable tachy lead 2009 (B)(6). (B)(4).